Manufacturer narrative:
The customer biomedical engineer will be handling this matter, and getinge is in the process of exchanging the defective part. A supplemental report will be submitted if additional information is provided to us.

Event description:
It has been reported that an out of box failure (oob) of the safety disk occurred in connection with an unknown intra-aortic balloon pump (iabp). There was no patient was involvement and no adverse event was reported.